Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgment occurred. The lesion was located in a tortuous and calcified proximal circumflex (cx) artery and was predilated with a 2.5x12mm maverick balloon and again with 2.5x8mm quantum maverick balloon. Two wires were in place; one in the cx and one in the ramus. The physician was attempting to deliver the taxus express2 2.5x8mm drug eluting stent for a second time. The physician removed the stent delivery system (sds) but did not see the stent. The guide catheter was removed but the stent was still unable to be located. It was not found on the back table and it could not be visualized in the patient. The physician stated "that he had to work on it when pulling it out". The cx lesion was treated by balloon angioplasty. The physician did go on to place a taxus express2 stent in the ramus without difficulty. No further complications were reported. Patient status is satisfactory.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.